Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. One filled sample was received containing no fluid in the bladder. To verify the reported condition, the sample was filled with water. During fill, leakage was observed coming out of the fill-port. The sample was subsequently disassembled for examination. As a result, a tiny glass fragment (approximately 0.8 mm) was found under the check-band. No other cause of leak was found during the examination. Based on the evaluation findings, the leak condition was caused by a glass fragment introduced into the fluid pathway during fill without the use of a filter. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the device had a leak at the filling port. The event occurred during filling. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.